Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Of the two set screws that backed out, only one was returned. The returned set screw was analyzed under a microscope. The set screw's bottom surface exhibited heavy abrasions consistent with contact from the rod, indicating that it was likely locked. There were also no signs of cross-threading. Since the set screw appeared to have been locked to the rod, and the surgeon reportedly used reduction instrumentation and the torque indicating wrench to tighten the set screws, the complexity of this case likely contributed to this incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 11/04/2016 it was reported to k2m, inc. That a revision surgery took place in which set screws backed out and were removed. The patient reportedly had set screws back out approximately 2 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which set screws backed out and were removed. The patient reportedly had set screws back out approximately 2 months post-op. Revision surgery took place (B)(6) 2016.